Event description:
A pixel issue on a pump display was reported by the caller, which affected the customer's ability to interact with the pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced while the customer continued using the current pump.